Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a low-battery warning and evidence of a partially discharged battery being installed. The battery cap was able to be properly secured. A prime sequence was successfully completed without issue. A power loss was not experienced during investigation. The pump¿s electric draws were found to be within specification. There was no evidence of moistures, damage, or defect to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump battery needed to be changed every 2 or 3 days. The pump history was reviewed and found that the pump was alarming for low battery every few days. The reporter indicated that alkaline and lithium batteries were used in the pump without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.